Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified one additional complaint for same or similar issue; the event was investigated and was determined that no further action was required due to event being addressed in monthly trending meeting. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists ¿acl bony island compromised¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10819/10820/ 10821. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of (B)(6). It was reported that while trialing for a right knee procedure on (B)(6) 2016, the tibial island did not stay intact through full extension, which reasonably suggests a fracture occurred. The duration of the procedure was 99 minutes from incision to closure. No additional information is available at this time.